Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist states the patient presented for a routine exam. The exam findings included a stable occlusion, restorative treatment needed on #3 (core/crown recommended), healthy periodontal tissues and mild crowding in the maxillary anterior sextant with rotations of #6, 7, 10 and 11. It is the dentist's recommendation that the patient discontinue the online orthodontic treatment. Patient proceed with restoration of #3 and then resume orthodontic treatment with a local orthodontic practice. Patient has been referred to orthodontics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.